Event description:
It was reported that the patient died on (B)(6) 2011 at home. The cause of death on the death certificate was cardiac arrest due to complications of diabetes. A family member reported that he found multiple, consecutive readings of hi (>600mg/dl) on the glucose meter between (B)(6) 2011. He said that the glucose meter reading was 576mg/dl on (B)(6) 2011 around 7:30pm; there were blood glucose (bg) readings (hi) recorded about every two hours until 6:00am on (B)(6) 2011. The family member alleged that the patient died between 9:00am and 10:00am on (B)(6) 2011. The patient was found dead on (B)(6) 2011. The family member reported that the patient had used insulin pump therapy for two to three years; she was relatively new to the animas pump. He alleged that the patient had experienced low bg issues periodically. According to the patient's file, she had a history of dka, retinopathy, nephropathy, hypoglycemia unawareness, neuropathy, and gastroparesis. The family member stated that the patient was unhappy with the animas pump compared to her other pump and records show that she had been working with the animas clinical manager on these issues. There is no evidence that the patient reported a device malfunction or defect to animas. The family member alleged that the patient's death was attributable to a non-specified malfunction of the pump. At the time of the contact with customer support, the family member had possession of the pump but declined to turn the pump on and to review the history. This complaint is being reported due to the allegation that this patient's death was related to the use of an insulin pump, malfunction, or misuse.

Manufacturer narrative:
Follow-up # 1 [date of submission (B)(6) 2011] - device evaluation. The pump and cartridge have been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the cartridge had no signs of damage or defect. The cartridge passed the fill test with no air bubbles being formed within the cartridge. The leak test was performed with no leaks observed from the luer connection, the o-rings, the plunger, or anywhere else in the cartridge. A force test was performed with no failures discovered. The pump was operating within required specifications and delivery accuracy. The pump history indicated that the patient began use of the pump on (B)(6) 2011. Low cartridge and empty cartridge alarms were reproduced during testing; the pump alarmed with audible tones and screen verifications. The pump history from (B)(6) 2011 until the end of pump use on (B)(6) 2011 was reviewed. No alarms outside the range of normal patient use were observed in the history. The pump produced an empty cartridge alarm on (B)(6) 2011 at 5:16am. Insulin delivery was not resumed after the empty cartridge alarm. All programmed boluses were delivered accurately. The last bolus delivery was recorded on (B)(6) 2011 at 4:42pm in the amount of 13.25 units. The history indicated that the total daily basal deliveries correctly reflected the programmed basal rates. The last basal delivery was recorded on (B)(6) 2011 at 5:14am prior to the empty cartridge alarm. The pump was tested for 29 hours and was found to be delivering basal insulin within the required specifications. During the 24-hour exercise period, the pump functioned as expected with no occurrence of alarms or other indications of malfunction.

Manufacturer narrative:
A family member agreed to return the pump to animas for evaluation; he received shipping material and instructions regarding the return. At this time the pump has not been returned. Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(6).